Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the cath anchor tightening issues was not determined as the return pump was able to move and lock as expected and insufficient clinical details.

Manufacturer narrative:
Corrected data: d4 serial number updated/corrected. The investigation is still ongoing.

Event description:
The complainant reported that during impella cp support, the retaining ring was tightened to secure the pump; however, the pump was observed to be out of position. The physician confirmed that the catheter shaft moved despite the retaining ring being in place. It was reported that when the retaining ring was further tightened with additional force, the catheter shaft became secured. Based on these observations, an initial concern for potential product-related issue was raised, and analysis of the device was requested. The procedure was completed successfully with this device. No signs or symptoms of patient injury or patient harm were reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.